Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be use related. One 3fr s/l per-q-cath PICC was returned for investigation. The PICC was received with the stylet in the lumen. The catheter had not been trimmed to length. A functional test revealed a leak near the 0 mark. The leak site was microscopically examined and a longitudinal breach was found in the tubing at the distal end of the taper on the molded hub. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed damage on the inner lumen wall that did not penetrate to the external surface of the catheter. The catheter was damaged from within. The adjoining surfaces of the split tubing revealed a granular appearance. This type of damage is consistent with abrasive wear, which can occur when the stylet is repositioned within the PICC without flushing the catheter and/or compressing the catheter over the stylet. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebs0830 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that a leakage point was found to occur near the 0 mark of scale at the front end of the fixed wing of the catheter when flushing the catheter before pre-placement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0830 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that a leakage point was found to occur near the 0 mark of scale at the front end of the fixed wing of the catheter when flushing the catheter before pre-placement.